Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a short circuit between rtc gold cap and the bent esm shielding. In consequence (correction) the rtc gold cap was isolated from the esm shielding. There was no patient or user harm.

Event description:
The hospital staff turned on 3/5 of the power in order to use this c1 for the patient. Then, "realtime clock failure" and "battery 1: replacement required" occurred at this c1. Hospital staff reset this c1's rtc or rebooted this c1, but this phenomenon did not improve. The hospital staff wondered because this c1 was just used for 3/2 and the battery had already been replaced with 2020/9/10. Could you tell me the cause of this phenomenon and what to do about it?